Event description:
It was reported that the ilet device¿s wake/sleep button was intermittently unresponsive, occurring once, and basic troubleshooting was completed with the user electing to continue monitoring without replacement. Symptoms included no reported adverse clinical effects and no glycemic concerns. Outcomes included no medical intervention, no hospitalization, and no alarms. Investigation included user-guided troubleshooting and education. Investigation of this case revealed an intermittent wake button responsiveness issue localized to the device¿s user interface control without replicated failure during support. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.